Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient was brought in to the clinic and rv loss of capture was confirmed. The device was reprogrammed. No additional adverse patient effects were reported. The lead remains in service.